Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant info, a supplemental MFR's report will be filed.

Event description:
It was reported to boston scientific corp that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during the procedure, the nurse attempted to inflate the balloon and it would not hold pressure. The physician removed the balloon from the pt and noted a small leak on the distal end of the balloon. The physician did not use another balloon, he was able to advance the scope without dilating the ureter any further. The physician completed the procedure with this device. The condition of the pt following the procedure was reported as "okay".